Event description:
It was reported that patient is experiencing allergy to nickel post operatively. The primary surgery was performed in 2007. Revision surgery is planned due to improper positioning of the cup and patient allergy. Revision date is not scheduled yet.